Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ other/migration\perforation (fallopian tube(s))') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: loratadine, ethinyl estradiol and piroxicam. Concurrent conditions included throat irritation, coughing, foot pain, wrist pain, lower abdominal pain, perineal pain and paratubal cyst. Concomitant products included cefixime (flexeril) from (B)(6) 2011 to (B)(6) 2011, cetirizine hydrochloride from (B)(6) 2011 to (B)(6) 2011, cyclobenzaprine from (B)(6) 2011 to (B)(6) 2017, docusate sodium since 2002 to (B)(6) 2012, levocabastine hydrochloride (zyrtec) until (B)(6) 2010, naproxen since 2003 to (B)(6) 2017 and pseudoephedrine hydrochloride (pseudoephedrine hcl) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic\pain pelvic area"), abdominal pain ("abdominal pain/abdominal area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, depression & mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: anxiety, depression & mental anguish") and migraine ("migraines / headaches"). The patient was treated with ibuprofen, paracetamol (acetaminophen) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, anxiety, depression and migraine outcome was unknown, the genital haemorrhage, dyspareunia, alopecia and weight increased had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal, chronic, dyspareunia (painful sexual intercourse), psych injury, migration, perforation, hair loss, weight gain. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, pelvic pain,hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events- abnormal bleeding (vaginal, menorrhagia), anxiety, migraines / headaches, & one event was updated from psych injury to depression were added. Concomitant treatment, historical drugs were added. Concomitant conditions were added. Reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ other/migration') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal, chronic, dyspareunia (painful sexual intercourse), psych injury, migration, perforation, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "pelvic / abdominal, chronic, dyspareunia (painful sexual intercourse), gen. Abnormal bleeding,psych injury, migration, perforation, hair loss, weight gain" were added. Outcome of event "pain, bleeding, other" were updated as recovered. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was reported; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.